Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6)2023, it was reported by a sales representative via email that (2) ar-1588tn-21 tightrope ii abs would not tension properly; only one limb of the tightrope was able to tension. This was discovered during a procedure. Additional information received on (B)(6)2023: this occurred on(B)(6)2023 during an acl fgl allograft procedure and was completed with (2) ar-1588tn-21 tightrope ii abs.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint allegation is not confirmed as the device was not returned for evaluation and the pictures submitted do not show the complaint allegation of not tensioning properly. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the fraying can be attributed to use error of the device due to excessive force being used when tensioning the sutures.